Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a crossover, the patient couldn't use the device due to pain when inflating. The physician decided to correct the dilation and ensure the proper trajectory of the cylinders while using the same ipp, as intraoperative testing of inflation and deflation was deemed correct. The conceal reservoir was also tested and found to be functional, so the decision was made to surgically autocorrect and retain the same implants. No additional information was reported.